Event description:
Subsequent to the initial and supplemental medwatch report the following additional information was received indicating that manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, the sheath sheared as the starclose was inserted and it diverted through the side of sheath. The starclose clip was still in the device and did not deploy. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the thumb advancer was confirmed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the thumb advancer reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.